Event description:
It was reported, that during a da vinci-assisted incisional hernia surgical procedure. The endoscope color was off. And image was upside down. Intuitive surgical, inc. (Isi) technical support engineer (tse) recommended, reseating/removing the endoscope and rotating the endoscope base to align with the 30 degrees down. The customer reseated, but the issue persisted. The tse recommended, trying a new endoscope. The customer used a backup endoscope. And reported issue was resolved. Tse recommended, site RMA the endoscope that had the issues. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting, image upside down. An investigation was completed to determine the cause of this reported event. The reported issue was addressed with phone support. The tse recommended trying a new endoscope. The customer got a new endoscope. This resolved the issue and the endoscope and image look good. The tse recommended, RMA the endoscope that had the issues. No site visit was conducted. The system was working properly, and no additional action was required.